Manufacturer narrative:
(B)(4). The valve was patent, passed siphon testing and met all established specs for pressure-flow and preimplantation testing. The device did not meet the requirements for leak testing due to a tear in the top of the delta chamber. This precluded reflux testing. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a lot cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
During set up, the valve presented to have a leak.